Event description:
Haemonetics rec'd a complaint on (B)(4) 2012, for an orthopat device with the description "spill post procedure. No reported injuries." No pt/operator injury associated.

Manufacturer narrative:
The device was not returned for eval. A f/u report will be filed upon completion of the eval. (B)(4).